Manufacturer narrative:
(B)(4).

Event description:
It was reported when patient presented to the emergency room after a experiencing a presyncopal event earlier in the evening. Device interrogation noted a non-sustained ventricular tachycardia episode indicating a slow ventricular arrhythmia due to dissociation between the atrium and ventricle. The patient has not reported any issues since then. The patient condition was stable and will continue to be monitored.